Event description:
"Two pts with septicemia and epidural hematoma. Two physicians performed blocks using depomedrol injection". The user facility was contacted to obtain add'l info regarding this event. The user facility indicated that only one pt, not two pts, were involved in this event. The pt required lumbar decompression surgery. The hosp stated that they would return a sample for evaluation, but it has not yet been received.